Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Future explant date: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate plus profile 550cc saline prosthesis experienced right sided deflation post procedure. She noted the device had flattened after a trip to the pool. As a result, an explant is planned for (B)(6) 2021.

Manufacturer narrative:
Additional information was received on july 8, 2021. Bilateral prosthesis replacement with 500cc mentor moderate plus profile saline prostheses. Additionally, the event, originally reported as a right sided deflation, was clarified to be a left sided baker grade IV capsular contracture, left sided deflation, and bilateral ptosis. This report relates to the right prosthesis. See 1645337-2021-08007 for contralateral prosthesis report. Reason for device explant and/or reoperation: ptosis. Manufacturer¿s reference number: (B)(4).